Manufacturer narrative:
User has been receiving glucose suspend alerts. Customer care was informed by user that he has an ongoing infection and has been using his sensor with the infected wound. The RMA was authorized in an associated case of sensor inaccuracy.upon receipt, a visual inspection showed a minimal portion of the sensor hydrogel missing, which most likely occurred during the removal procedure, due to excessive force applied by the removal clamps. This did not affect the functional testing of the sensor as the majority of the hydrogel was intact. A review of the in-vivo sensor data revealed optical instability which most likely contributed to the inaccuracies observed. However, the optical instability could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab, such as the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 22 june 2025, senseonics was made aware of an incident where user reported of receiving glucose suspend alert which led to early sensor removal.